Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the shaft of the stent had broken. A percutaneous coronary intervention was planned to be performed. During the preparation of the 16 x 3.50 promus elite drug-eluting stent the shaft broke. As this occurred outside the patient, there was no harm to the patient. The device was not attempted to be used. Another of the same stent was sued to complete the procedure without further issue and the patient was noted to be stable.

Event description:
It was reported that the shaft of the stent had broken. A percutaneous coronary intervention was planned to be performed. During the preparation of the 16 x 3.50 promus elite drug-eluting stent the shaft broke. As this occurred outside the patient, there was no harm to the patient. The device was not attempted to be used. Another of the same stent was sued to complete the procedure without further issue and the patient was noted to be stable.

Manufacturer narrative:
Device is a combination product. Device returned to manufacturer: the promus elite mr was returned and analysis was completed. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement specifications. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 78.5 cm distal to the distal end of strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.